Event description:
The pump was returned for investigation. Investigation revealed the battery compartment is cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: information from the reported event date is overwritten; available black box review shows one power on reset event on 09/12/2013 due to a battery change. Visual inspection shows a crack to the battery compartment extending from the threads down to the sealing. The battery cap is undamaged and is able to maintain electrical connection. The pump powers on and displays verify screen. The pump was primed and exercised for 24 hours, no power interruption occurred, pump¿s cover was removed, no intermittent condition was found to the power circuit. (B)(6).